Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Per the field service engineer (fse) who did troubleshooting for the device, the device had no malfunction and was functioning as it should. Fse inspected the dvi cable termination and found that the two pins that secure the connector in place had problems. One was broken off and the other was stripped and would not screw into the mounting bracket. The weight of the cable was pulling the connector out of the device causing the issue. The dvi cable is a third-party device.

Manufacturer narrative:
The customer¿s complaint of intermittent image was not confirmed. The field service engineer (fse) observed the processor was functioning correctly. Fse notified the customer that the dvi/hdmi cable was defective. This is a non olympus part. No further information was reported.

Event description:
The customer reported to olympus the image was cutting out on the main monitor. The video cable would not stay in the device's connector. There was no patient injury reported.